Event description:
Patient called in to report a failed carpentier-edwards perimount bioprosthesis. Patient also endorsed experiencing anemia and shortness of breath due to failure of implant. Patient had to visit emergency department and required medication.